Manufacturer narrative:
Lot review: a review of the mfg. Lot database for lot# 3299577 shows (B)(4) units were mfgd., tested, inspected, and released. In august 2016, citing no expection documents. Visual analysis: 1/27/2017 - received: one used 081-ch3034-c, 5" (13 cm) appx 1.5 ml, bag spike adapter w/spiros, vented cap; reported lot# 3299577 one used bag spike adapter with clave lot# unknown. One used non-ICU admin set. One used 50 ml IV container. A slow internal leak was observed in the spiros. Functional testing: the entire fluid circuit was pressure leak tested. The spiros in the 081-ch3034-c assembly was leaking from what appeared to be the area of the half seal area of the spiros. The spiros was disassembled with the following observations: half seal: no damage or anomalies, body: crack in the half seal seat area that resulted in leakage, poppet: no visible damage or anomalies. Final analysis summary: the complaint of leakage from the spiros was confirmed. The leakage was the result of a crack in the body of the spiros in the area of half seal. How and where the body cracking occurred is not known. ICU medical will continue to monitor and trend.

Event description:
Complaint rec'd reporting leakage issues with use of one (1) 081-ch3034-c, 5" (13 cm) appx 1.5 ml, bag spike adapter w/spiros, vented cap; lot# 3299577. The report states, air was entrapped into a infusion set. And the leak from spiros was found. It seems that air entered from the location of leak. There were no adverse patient consequences reported.